Event description:
See MDR# 2242445-2012-00029 for the first event with this patient. It was reported the patient was a (B)(6) female and the event occurred in the radiology department. The diagnosis was renal dialysis with thrombosed av graft. The av graft was at the brachio-axillary area and was thrombosed for three weeks. A second device was opened and used. Again during the attempt at declotting, the basket wire fractured. The device was removed and a third kit was opened and used to successfully complete the procedure. They do not know if there was a delay in treatment, no patient death, and no patient complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.